Manufacturer narrative:
The customer reported complaint was confirmed during initial functional testing. Liquid residue noted on the airtrap sensor was cleaned to remedy the issue, after which unit passed the initial functional testing without any errors. A visual inspection was performed and liquid was noted on the airtrap sensor. A review of the event log was performed and found no errors or anomalies to have occurred. During functional testing, the airtrap was not recognized. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system (B)(4).

Event description:
As reported the thermogard ivtm system ((B)(4)) has an airtrap problem. The exact problem was not provide. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.